Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed; no damages or defects were found that would prevent proper deployment of the needle mechanism. Review of the data found that the device completed a bolus delivery. A crack was observed in the top housing. It is unknown how or when this damage occurred. No evidence of fluid entering the device through the crack was observed. A rotational abnormality was observed in the data. The abnormality had no affect on device operation. No damages or defects were found that would contribute to a rotational sensor malfunction.